Manufacturer narrative:
This case is now determined to be not reportable as there was no device malfunction or faults traced to a philips device. Reportability for 3026630-2023-00044 submitted on 05/16/2023 can be removed.

Event description:
Product was returned for investigation. A visual inspection was performed, and it was determined that the returned brush heads are counterfeit. This case is now determined to be not reportable as there was no device malfunction or faults traced to a philips device.

Event description:
A consumer reported that the diamondclean brush head came apart in the customers mouth. No injuries were reported. A potential choking hazard was identified.

Manufacturer narrative:
B3: the event date is approximate. D4: the device serial number and manufacturing number were not provided. G3: the complaint was received from a consumer in austria. H4: manufacture date not provided or identifiable. Product not returned to manufacturer. Product was not returned to confirm a malfunction has occurred.